Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus. The customer reported experiencing the alarm previously and was able to resolve the issue by changing the site. The customer stated the alarm occurred during a bolus. Customer's blood glucose was 497 mg/dl. The customer also stated they have been able to resolve the alarm with an infusion set change. The customer was unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.